Event description:
It was reported that the alarm dso is beeping continuously. There was unknown patient involvement.

Manufacturer narrative:
Phone number: (B)(6). Device evaluation: one device was received. A visual inspection found a damaged dso seal. A review if the event history log found many "high alarm cleared: downstream occlusion" messages. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be the defective dso sensor. The dso sensor was replaced along with the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.